Event description:
It was reported that there was a clot forming in the patient's oxygenator during support. The clot was reportedly outlined with a permanent marker. The oxygenator was exchanged. A second oxygenator was used and exchanged reported in MFR report number # 2531527-2019-00053. No adverse events were reported for the patient. The serial number of the replaced oxygenator is unknown to date. No further relevant information has been received to date.